Event description:
Event description boston scientific crm received info that this pacemaker pt passed away during an unspecified procedure. This occurred approx six months prior. During the procedure, the pt was noted to be asystolic and no pacing output was observed. A magnet was placed over the device, but still no pacing output was verified.

Manufacturer narrative:
Event conclusion: the device was not returned after the pt's death. Boston scientific was informed of the incident six months after its occurrence. Attempts to get additional info with regard to the procedure were unsuccessful. If the device is returned or if more info becomes available, the event will be reopened.